Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery (date not reported), to reposition the implant body. The implanted device remains in situ. This report is filed june 20, 2015. Implanted device remains.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a skin flap infection at the implant site. Antibiotic treatment has been attempted; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, february 16, 2015.